Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2007. Legal counsel reported patient underwent a revision procedure on (B)(6) 2009 due to patient allegations pain, loss of mobility, metallosis, and loss of range of motion. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date - unknown.

Manufacturer narrative:
This follow up medwatch is being submitted to report that this medwatch is a duplicate of (B)(4), 1825034-2013-02830. This medwatch 1825034-2014-04643 is considered closed.